Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 483 mg/dl at the time of incident. The customer was treated for high blood glucose with couple of shots. The customer reported that the insulin pump had blank display. The customer was assisted with troubleshooting and display did not returned back. The customer reported that the insulin pump display did not returned after restart. The customer was also reported that the insulin pump had power loss alarm. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.